Manufacturer narrative:
It is unknown if the reprocessing steps implemented were in line with IFU (instructions for use) since the cause of the remaining foreign material couldn¿t be specified. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material inside the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex video scope had a poor image. It is unspecified when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image had a dark area due to a scratch on the objective lens, the image had a dark area due to dirt on the objective lens, the image had a flare due to a scratch on the objective lens, the nozzle had foreign material, water tightness was lost due to a pinhole on the channel tube, bending angulation in the up direction was out of standard, there was an abnormal sound due to damage on the up/down knob, the adhesive on the bending section rubber was chipped, the up/down knob was scratched, the forceps elevator knob was scratched, the forceps elevator lever was scratched, the up/down knob was corroded, the objective lens was discolored, the light guide lens was discolored, the distal end cover was scratched, and the connecting tube was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.